Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, increased gradients were empirically confirmed based on available information to date. Available information suggests that patient factors (chronic renal disease, diabetes) likely contributed to the event as the patient had severe chronic renal failure/dialysis and diabetes. Calcification has been shown to occur at accelerated rates in patients with renal failure. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. Additionally, patients with mitral annulus calcification are on average older than those without calcification; however, mitral annulus calcification has been detected with increased frequency at younger ages in patients with uremia. The duration of dialysis also plays a major role in the development of calcification. The presence of coronary artery calcification in the dialysis population can result in increased gradient or stenosis. In addition, diabetes mellitus (dm) could also be a risk factor for bioprosthetic heart valve calcification, which can lead to valve stenosis with increased gradient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, post tavr with a 26mm sapien 3 valve (sn unknown) the valve failed due to increased gradient (89mmhg) and stenosis. The patient was symptomatic with dyspnea and fatigue. As a result, a 26mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure.

Manufacturer narrative:
The investigation is ongoing.